Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates one of the leads was explanted and replaced to address the issue.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2020-30865. It was reported one of the leads showed high impedances. Surgical intervention may be pending. Note: all of the patient's leads are being reported because it is unknown which lead is liable.